Event description:
High ft3 and ft4 results on one sample did not fit clinical picture. Same sample run using different methodology gave results within reference range. No information provided to determine if results were used to guide therapy. Ft3 and ft4 results from the modular analytics e170 analyzer suspected to be high were verified. If additional information is received, appropriate notification will be provided.